Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected charge/ battery lasts less than expected or pump error 63 alert noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery was draining more than usual and the insulin pump received hardware low level failure alarms. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.